Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual and functional evaluation noted the reload was partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the prefire condition with interlock engagement may occur if the instrument firing button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted laparoscopic total gastrectomy, the device was not cutting tissue as it should have. The device only fired about 5mm. The staple line was incomplete so it was restapled with another device successfully. Patient is doing well. No reinforcement material was used. There was no medical intervention or patient injury.